Event description:
Pt on telemetry ward was found in an unresponsive state, resuscitation was attempted, but was unsuccessful. The nursing staff reported not receiving page (to the radio pagers the nursing staff carry) from the alarm paging system although central alarm appeared to be functioning as expected by vendor. The telemetry transmitter turned itself off after the pt leads were not connected for 10 minutes. A message on central station showed "paging not available." This "paging not available" message has been intermittently showing up following upgrading the telemetry system in december, so it was not unique to the leads off condition. Co is aware of the message as a nuisance problem and has put out one software patch for it, but has not been notified by any other site that the message might be related to paging acutally being unavailable. Investigation continues by vendor and hosp.